Event description:
Boston scientific received information that this implantable defibrillation exhibited high out of range pacing impedance measurements greater than 3,000 ohms. Review of stored device memory revealed that the out of range measurements began approximately five months ago. Additionally, the lead exhibited noise. The noise was oversensed resulting in pacing inhibition for greater than 2 seconds. The patient was pacemaker dependent. A lead fracture was suspected. The local field representative contacted boston scientific technical services (ts) to inquire about activating the off electrocautery feature to prevent pacing inhibition. Ts discussed that was off label use. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. The return of the product is not expected at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.